Event description:
Country of complaint: (B)(6). During the suturing the needle easily detached from the thread and the thread sometimes broke during suturing.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Samples received: 8 unopened and 3 open pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There were no previous complaints of this code/batch. There are no units in stock. The knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. The needle attachment of the samples received and the results fulfill the requirements of the OEM. Regarding the needle detachment defect, the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified).